Event description:
The patient reported that they sought medical attention at the hospital on (B)(6) 2025. The patient's mother stated that their daughter was hospitalized due to low glucose levels, experiencing symptoms such as nausea, headache, and shakiness. The doctors are currently monitoring her sugar levels. During the hospital visit, the medical professionals provided treatment by giving the patient three apple juices and cookies. Initially, the blood glucose level rose to 108 mg/dl but later dropped back to 80 mg/dl. The patient's mother mentioned that the blood glucose levels were 57 mg/dl at the time of the incident, and they treated the low blood glucose by giving juice and 15 g of carbohydrates. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypolycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.